Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump screen did not turn on during biomed field repair in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6(update codes), h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.